Manufacturer narrative:
The pump had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads, a broken reservoir tube lip, a missing o-ring on the reservoir tube, a cracked reservoir tube window and a cracked case at the reservoir tube window corners. The drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's drive support cap was loose. Blood glucose level at the time of the incident was 47 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.